Manufacturer narrative:
An investigation is in progress. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the 0-degree endoscope plus was chipped at the tip. There was no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 0-degree endoscope plus was analyzed and found with damage at the distal end. The distal window located at distal tip was visually inspected and found cracked. Additionally, the endoscope was visually inspected and found with mechanical damage to the scope¿s distal tip and cosmetic damage. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. Visual inspection confirmed. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The in-house system or equivalent failed to communicate with the endoscope, resulting in an error message. The endoscope was tested and placed on in-house system or equivalent for functional testing and failed to provide a video due to an electrical communication failure. The system or equivalent failed to communicate with the temperature sensor located on the camera module and resulted in an error message. The endoscope was disassembled, and the camera module was visually inspected and placed on an internal tester and failed. The camera module mtf failed test. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.